Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the cartridge prior to calling cts and reported a pump air leak was detected. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.